Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.

Event description:
It was reported that the sensor deployed on its own. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).